Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for etco2 with service device error message. There was no pt involvement.